Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the forceps/irrigation plug was disassembled into three parts instead of four parts as required for cleaning in the reprocessor, and it was in use for patients for approximately 10 years. The issue was found during service maintenance. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the details of the reported event and the results of the investigation, it has been determined that the issue is confirmed to be a known event. The event can be [detected/prevented] by following the instructions for use which are stated in: maj-891 instruction manual "7.3 disassembly of t-shaped pipe (insulated type)". Olympus will continue to monitor field performance for this device.